Manufacturer narrative:
Type 2 diabetic reported that in (B)(6) while on vgo 20, he had a bg of 650 and had to be hospitalized and was taken off v-go per hcp when at hospital. The device was not returned for evaluation. Based upon the information provided, no root cause can be determined.

Event description:
Type 2 diabetic reported that in (B)(6) while on vgo 20, he had a bg of 650 and had to be hospitalized and was taken off v-go per hcp when at hospital. No further information was provided. The device was not returned for evaluation.